Event description:
The dealer took this unit out of storage. When the dealer plugged the unit in and started the compressor flames allegedly shot out of the side of the unit before the unit shut down. No injury is alleged.

Manufacturer narrative:
Our production records confirm that the device serial number (B)(4) was mfg by gardner denver thomas on 5/12/2009. The serial number was provided by invacare on the cover letter of their initial complaint notification to us. We confirmed with invacare that the alleged incident did occur in 2009. The device was returned to invacare in 2009, however, gardner denver thomas was not notified, at that time. Per invacare the device is no longer available for additional eval. Our product records indicate that at the time of manufacture this particular device met all end of line performance and safety tests. An exact root cause cannot be determined without the original unit and packaging. It appears from the invacare report that the "on/off" switch was damaged in shipping after the device let the gardner denver thomas mfg site. We believe the damaged switch caused the failure noted by the dealer. We have reviewed our internal complaint system records, from 2009 to present, for any other switch related occurrences and have found none.